Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Reporter is a synthes employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, during a trochanteric femoral nail advance, the ball head of the hexagonal screwdriver with t-handle broke off inside the unknown nail when the surgeon turned the hexagonal screwdriver with t-handle clockwise and put excessive force on it. The surgeon tried to extract the insertion handle of the unknown nail to finish the case, however, the unknown screw was extremely tight of the top of the unknown nail, thus, the surgeon took the hexagonal screwdriver with t-handle with a ball tip to take it off. There was no surgical delay reported. The surgeon extracted the unknown nail and put in another nail within the patient. There was no complications or patient consequence reported. Concomitant device reported: insertion handle ( part# 03.037.012, lot# 9723743, quantity 1). This complaint involves three (3) devices. This is 2 of 3 for report (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Investigation flow: functional/device interaction. Visual inspection: the unk - insertion instruments: connecting/coupling screw: trauma (p/n: unknown, lot #: unknown) was received at us cq. Visual inspection of the complaint device showed that it is stuck inside another received device and is unable to be removed. The product code and lot number cannot be seen. Functional test: since the complaint device is received within another device and cannot be disassembled, the complaint is able to be replicated. Complaint confirmed? Yes. Dimensional inspection: no dimensional inspection can be performed due to the nature of the complaint and device received condition. Document/specification review: no specification review could be completed as the device product code is unknown. Investigation conclusion: this complaint is confirmed as the unknown connecting/coupling screw cannot be disassembled from its mating device. No root cause could definitively be determined for the reported complaint condition. No new, unique or different patient harms were identified as a result of this evaluation. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.